Event description:
It was reported that the insulin pump had reoccurring motor error alarm during the rewind and prime process. Nothing further was reported.

Manufacturer narrative:
The insulin pump failed the displacement test, units remaining on the status screen followed by a motor error alarm during rewind, due to motor encoder signal out of phase. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.